Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose three weeks ago. The mother believes that her son went high because of what he ate and was drinking. She stated that the customer likes to eat peanut butter and he has been eating food that he should not. The caller also stated that her son would change the reservoirs, but not change the infusion sets. Troubleshooting was declined as mother stated that the insulin pump was not the issue, and he always is running high. Advised the mother to make sure the customer changes the reservoir and infusion set every three days. No further information was provided.